Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization due to high ketones and high blood glucose. The cannula was completely damaged upon removal. The customer was treated with intravenous fluids. The blood glucose had also run as low as 50 mg/dl. The customer declined troubleshooting for high blood glucose.